Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm that appeared on the home choice (hc) machine during dwell 5 of 5. The home patient (hp) has 4 bags connected and there is solution in final bag only. There were no leaks and no patient disconnect. The technical service representative (tsr) referred the hp to the nurse. The hp will complete with manual supplies. The alarm cleared. There was no patient injury or medical intervention associated with this event. No further information is available.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. A root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).